Event description:
It was reported that compression with battery sn (B)(4) stopped after 20 minutes. Issue occurred within 2 years of delivery of the battery. There was no pt involvement reported. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.